Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device was interrogated and the battery longevity status bar was gray. It was noted the device had not been exposed to cold weather. The device was not used and there was no patient involvement.